Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Event description:
It was reported to covidien that a customer had a problem with a dialysis catheter. The customer stated: on commencement of dialysis, fluid leaked from outer portion of pd catheter. On examination two tiny holes were found near where the catheter exits the skin. The patient had to go back into theatre and have the catheter replaced.